Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they have never had this thing working right since they received. Caller stated it felt like they were being electrocuted in their sphincter. Patient was redirected to their doctor's office for reprogramming and explained that when they receive the new external devices, they'll be able to make an adjustment. Reviewed replacement process, reviewed device information with patient and transferred to lost/stolen vendor. Also order new ID card for patient.